Event description:
The pt was admitted into the ER with chest pains. After performing an echo cardiogram, the dr(s) determined that the pt required surgery. Reporter states that it appears as though the 2/0 suture, implanted in 1991. Had shrunk/disintegrated to a size 6/0 over a period of 7 yrs, and the tissue along the suture line had herniated. Re-op date was 10/14/98.